Event description:
It was reported that the dr was harvesting a skin graft with the zimmer electric dermatome when the dermatome skipped. Doctor used an air dermatome in the second attempt with the same results.

Manufacturer narrative:
Device was returned to the MFR for eval, however, the investigation was not complete at the time of this report. A f/u medwatch will be submitted once the investigation is completed.